Manufacturer narrative:
No report of patient involvement. (B)(4). Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the unit is not passing the ventilator check. Failing vent leak check > 750 ml. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but could not reproduce the reported issue. There were no parts replaced. There was no malfunction. This event was not reportable.